Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose after changing the infusion set. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. The programming was correct. The customer also stated he had a stomach virus and he would be seeing his medical doctor soon. It was then stated on another phone call that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 1,000 mg/dl. Nothing further was reported.